Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the device does nothing the patient was told it would do. Additional information was received from the patient. The patient said they were told it would help with their lower back/neck. The patient said they were told resolution was removal. The ins was also not placed where the patient and hcp discussed before surgery. The patient was in pain due to the placement. No further complications were reported.